Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the uneven plunge of the inserter, damaged the cartridge. This happened before the lens touched the eye, there was no patient contact. Additional information has been requested.

Manufacturer narrative:
On initial MDR the patient event code of 4582 was reported in error. A handpiece was not received at the manufacturing site for evaluation for the report of uneven plunge of the inserter and damaged cartridge; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).